Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, while the touch screen receiver was in the patient's pocket, it would hit the stop sensor button causing the patient to lose a sensor. Date of issue is an approximation. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.